Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/5/2024: the pump was tested with the testing protocol for infusion flow rate accuracy according to document # (B)(4) . The initial bottle weight was recorded at 48.615 g before the 100 ml infusion, and 146.885 g after the 100 ml infusion, which has a total weight of (B)(4) g and a deviation of -1.73%. The pump is in range and is performing to specification, falling in the +- 5% range. The pump ran at a rate of (B)(4) per hour, an auto bolus set for every 5 hours, and a vtbi of 100 ml, keeping the current customer's parameter for the rate. The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log. An abrupt power off can be seen below on event lines 1, 2 and 3 by the "log_event_on" code without an "log_event_off" code before it: see complaint in question for event log detail information. The MDR reportability of the complaint has been upgraded to "yes" after the discovery of the abrupt power off in the pump's event log history, which is MDR reportable. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, but device not performing to specification due to abrupt ower off. Capas has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 02/20/2024, infutronix received a report that a pump had an " pump - acts like it is running but is not infusing ". Patient was involved, but not harmed. Device was returned on 02/23/2024. Detail of the evaluation can be found in section h of this MDR.